Event description:
The manufacturer received information alleging a variation in the ventilator's positive end expiratory pressure delivery was observed. The patient experienced bleeding from the lungs. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator had a variation in the ventilator's positive end expiratory pressure delivery was observed. The patient experienced bleeding from the lungs. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The device is currently still in use by the customer. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on nov 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging and reported a ventilator had a variation in the ventilator's positive end expiratory pressure delivery was observed. The patient experienced bleeding from the lungs to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of serious patient harm or injury. Sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.